Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional.

Manufacturer narrative:
Corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00080.